Manufacturer narrative:
(B)(4). The customer reported when the device was powered on the display was blank. There was no report of pt involvement. The device was evaluated at philips and the reported symptom was confirmed. The control and keyscan pca's were replaced to resolve the issue. We are unable to determine a cause of the malfunction because multiple parts were reported.

Event description:
The customer reported when the device was powered on the display was blank. There was no report of pt involvement.